Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the ins was removed (B)(6) 2020 due to infection. Patient mentioned the wires went down to the hip where the device was placed. Patient stated the ins was implant for headaches and her headaches are coming back with a vengeance and she wants to located the manufacturing representative (rep) to assist her with finding a doctor to implant a new stimulator for her headaches. Patient services (ps) reviewed information and device function and recommend patient consult with healthcare provider (hcp) hcp for next steps.